Event description:
Additional information indicated the patient did not charge during lupus crises and the frequency and duration of these crises had been increasing recently. The battery was depleted, which was the reason for the revision. A physician mode recharge was performed and the patient was told to completely recharge the battery. Information from the nurse indicated the patient had difficulty understanding the recharge process.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was revised four years after implant and a new ins was implanted. The reason for surgery or patient outcome was not known. Further follow up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37713, sn: (B)(4) found that the total recharge count was 337. The last recorded recharge session while the device was implanted had defaulted to (B)(6) 2000 due to a power-on reset (por). The device was recharged for 5 hours 53 minutes and went from 3.610 v to 4.000 v.

Manufacturer narrative:
(B)(4).